Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed. No disposable" during use of 28 hours with cassette. It was reported the end user changed out the pump which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
Report source foreign: (B)(6).